Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, no relevant clinical information was provided nor was the s+n device returned. Therefore, the root cause of the reported breakage cannot be determined. The broken piece of the hex driver made of 17.4 ss which is non-implantable; therefore, the patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. The procedure completed with less than or equal to a 30mins delay using a smith and nephew back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an unspecified surgery the screw capture of the humeral screw depth gauge engaged with the screw head and would not disengage. When surgeon tried to disengage he broke off the back of the 3.5 hex driver inside of the patient. The procedure was completed with less than or 30 mins delay using a smith and nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.